Event description:
Pt. Called regarding a uti he believes came from his catheters he uses at home. The first uti was in (B)(6) 2011. Symptoms were painful urination. Pt. Went to doctor was prescribed medication symptoms cleared up. Five months later, pt. Uses catheter and rec'd 2 more uti symptoms were painful urination, weight loss, urinary retention and loss of consciousness. Doctor prescribed cipro the second time, and urgent care center prescribed bactrim ds the third time. Pt. States that he feels "the catheters are contaminated with bacteria." At least one urine culture grew (B)(6). Pt. Says he felt like he almost died from uti. Pt. Did contact coloplast with this info.